Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the current fill estimate showing 50 units instead of the expected 200 units. There was no reported adverse impact to the customer's blood glucose level. Customer acknowledged that room temperature insulin should be used when filling the cartridge and agreed to load a new cartridge with assistance from technical support. Caller decided to monitor the situation and agreed to follow up if necessary.